Event description:
It was reported that the ICD was unable to interrogate. Loss of capture on both rv and lv leads were observed. The physician opened the pocket and found all three leads were twisted, due to twiddler syndrome. The lead was partially dislodged. The lead and device were explanted.

Manufacturer narrative:
No medwatch form was received.